Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer states that the user has stated that the bearings are falling out of the wheel.